Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. The field service engineer (fse) replaced the front bezel and the flow sensor assembly to resolve these issues. The unit passes performance verifications tests after service and repair were complete.

Event description:
The philips field service engineer (fse) reported damage to front bezel and oxygen-concentration accuracy test failure. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 13mar2019, MFR site : updated contact info. Date rec¿d by MFR : 26feb2019. Failure investigation concluded that the oxygen flow sensor drift caused the unit to pass out of specified range. Replacement of u1/u3 combination of o2 flow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of o2 flow subsystem submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.